Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00137 on 23-may-2025. Additional information (10-jun-2025): siemens further evaluated the event and reviewed instrument files. Instrument data demonstrated an incomplete aspiration occurred at the time the affected sample was processed, which caused the low bias in sodium (na) result. Siemens determined a sample integrity issue contributed to the lower na recovery. For example, fibrin in the sample was potentially aspirated on the initial aspiration, causing a decreased sample volume. The initial aspiration cleared the fibrin from the sample. Thus, repeat aspirations were not affected. An integrated multisensor technology (imt) hardware issue and assay issue were ruled out based on acceptable imt quality control and imt calibrations. Additionally, there were no reports of issues with other patient results performed using the same imt sensor, standard a, standard b/salt bridge and imt diluent consumable lot numbers. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of the event is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The customer inspected the sample and found no abnormalities. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran a full atellica test protocol (atp). The dilution mixer test recovered low and the coefficient of variation (cv) was not in range for the dilution and sample probe. The cse adjusted the dilution mixer and performed an auto alignment. The cse replaced the dilution arm level sense cable, pressure sensor, pressure valves and sample probe. The dilution probe, sample probe and reagent arms were adjusted. Dilution probe and sample probe tests were performed and recovered within ranges. On a subsequent visit the cse replaced the reagent mixer. The water bath was emptied and filled. The reagent mixer and reagent arms were adjusted, and mixer tests and qc were run, which recovered within ranges. The cause of the falsely depressed na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on two alternate atellica ch 930 analyzers. The repeat results were higher than the erroneous result. The first repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.